Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure while advancing the lead through the sheath the insulation of the lead appeared to be bunched up. Once the lead was implanted the lead appeared to be back to normal. The lead remains in use. No patient complications have been reported as a result of this event.